Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of serratia marcescens which is an organism that is normally found in the environment particularly in soil and water. The patient¿s pd nurse reported the peritonitis was associated with the patient¿s poor infection control technique at home which is a significant risk factor for peritonitis.

Event description:
A registered nurse (rn) contacted technical support to report the peritoneal dialysis (pd) patient was in the hospital with peritonitis. Upon follow up, the nurse reported the patient was experiencing symptoms of abdominal pain, fever, and diarrhea. As a result, the patient was hospitalized on (B)(6) 2020 and was diagnosed with peritonitis. The nurse states the pd culture (obtained on (B)(6) 2020) grew the bacteria serratia marcescens. While hospitalized, the patient was treated with unspecified intra-peritoneal (ip) antibiotics and continued pd therapy. Subsequently, on (B)(6) 2020, the patient was discharged home continuing pd with same cycler. The patient is reportedly recovering from the event. Per the nurse, the patient did not have any issues with fresenius device or product in relation to the event. The nurse attributed the peritonitis to poor infection control technique at home on the patient¿s part.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.